Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of minicap transfer set was damaged. This was observed before use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and a damaged female connector was observed. A separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed and no issues or leaks were observed. The reported damage was verified. The cause of the damage could not be determined. The cause of the separation was due to inadequate solvent application to the set during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.